Event description:
The device (forceps mcl-s22 left sataloff heart) was returned to mxi for service and repair. It was reported that the shaft is separated.

Manufacturer narrative:
(B)(4): analysis of the device (forceps mcl-s22 left sataloff heart) confirmed that the device is out of spec. The tech adjusted, or replaced necessary components and tested the instruments to specs. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.